Event description:
When surgeon attempted to use dall miles cable passer, the handle broke. All broken pieces were recovered immediately. He substituted another size in its place.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
When surgeon attempted to use dall miles cable passer, the handle broke. All broken pieces were recovered immediately. He substituted another size in its place.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown medium cable passer. A supplemental report will be submitted upon completion of the investigation.